Manufacturer narrative:
Investigation results: visual investigation: the analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Multiple damages can be found at the remaining blade. A maintenance has been carried out at ats in 2018. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures: there is no indication for a material defect or manufacturing failure on the basis of the device history records. Based on the investigations and results of the 8d report no CAPA is necessary.

Manufacturer narrative:
Customer changed.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a tc lexer scissors. According to the complaint description the carbide insert of the scissors broke. The facial layer was split using lexer scissors after a few subsequent cuts were made using lexer scissors, the instrumentation nurse determined that a part of the scissors had broken off. The surgery was stopped immediately. They x-rayed and scanned the surgical field with a metal detector and searched the floor with strong magnets. Unfortunately without success. The broken piece remained undetectable until the end of the surgery. Postoperatively, another x-ray control was performed, where it was also possible to make sure that no foreign material remained in the patient. Type of surgery: laparoscopic appendectomy. An additional medical intervention (additional x-ray) was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).